Event description:
It was reported that the ett balloon leak was found out upon intubation (patient's saturation dropped to 60%).

Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found a hole in the cuff. The customer stated problem was duplicated. The sample returned was connected to leak tester machine [cal ID: 8.1597, due date: february,2022] to identify any leak. Leakage was detected, the complaint was confirmed. The root cause is the cuff was damaged during the use of the product since no leaks were reported in the pre-use check and according to the instructions for use the cuff could be damaged due to cuff nicks from teeth or instrumentation during intubation.

Event description:
It was reported that the ett balloon leak was found out upon intubation (patient's saturation dropped to 60%). It was reported there was patient injury that has been resolved.

Manufacturer narrative:
Corrected data: updated the description for patient injury. The injury was not disclosed to us by the patient.